Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. (B)(4). The manufacturer's field service engineer (fse) confirmed the reported problem by review of the significant event log. The fse verified connections and found no problem. The fse advised replacing the central processing unit board to resolve this issue. Review of the service history indicates there have been no subsequent calls from the customer regarding this reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the backup alarm failed. It is unknown if the unit was in patient use at the time of the reported issue.